Manufacturer narrative:
The time-frame of sample delivery from the physician to the laboratory was more than 30 minutes. Analyzer performance testing from (B)(6) 2018 was acceptable. Based on the data provided, an assay related issue was not identifed. A general product problem can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patients tested for elecsys total psa immunoassay (total psa) on a cobas 8000 e 602 module. Based on the data provided, the results for 1 patient are a reportable malfunction. The initial total psa result was 7.71 ng/ml. This result was reported outside of the laboratory where the physician doubted it as it didn't fit the patient's clinical picture. On (B)(6) 2018 a new sample was obtained and the result was 0.61 ng/ml. This result was believed to be correct. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).